Manufacturer narrative:
The following devices were also listed in this report: 26mm -3 lfit v40 head; cat# 6260-9-026; lot# 68293504. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to hematoma with no acute inflammation. An irrigation and debridement with washout and exchange of the femoral head and bipolar component were performed. Patient was revised to devices of the same catalog number. Rep reported that no further information will be available.